Event description:
It was reported that the patient felt wooziness, headaches, and dizziness. The pacing mode on the implantable pulse generator (ipg) device was changed to ddd (dual chamber fixed rate). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076-52 lead, implanted: (B)(6) 2012, a 37752 neuro recharger, implanted: unknown. A 37743 neuro programmer, implanted: unknown. A 3708120 neuro extension x 2, implanted: (B)(6) 2010. A 3777-45 pain stim lead x 2, implanted: (B)(6) 2010. A 37712 pain stim ipg, implanted: (B)(6) 2010. (B)(4).